Event description:
Caller alleged discrepant results compared with the test at the doctor's office with a different poc (point of care) system. Results as follows: date: (B)(6) 2011, inratio: 2.2, poc meter: 2.9. Pt therapeutic range: 2.5-3.5. Pt stated that his coumadin dose was increased because of the inratio result. His coumadin dose was changed around (B)(6) 2010. Pt had no change in medication or diet.

Manufacturer narrative:
Investigation pending.